Manufacturer narrative:
The device was returned and evaluated by (B)(4). Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. The grip tip of the sealant was adhering to the catheter shaft. The sealant sleeve remained in manufacturing position. The procedural sheath was not returned. During the investigation, the shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks with no resistance felt. The review of the lot history record (f1617602) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the probable root cause of the reported incident may have been due to the sealant being exposed to blood prematurely. If the sealant is exposed to blood, the grip tip of the sealant could adhere to device components, which may hinder the device from shuttling down during deployment. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that significant resistance was felt when shuttling down the mynxgrip device which prevented the advancer tube and the sealant from advancing. The device was being used with a 5f procedural sheath for arterial closure following a diagnostic cerebral procedure. The stopcock was opened on the sheath prior to shuttling down. Excessive force was applied when shuttling down; however, the user was unable to shuttle down completely. Unusual force was not applied when retracting the sheath. There were no kinks in the sheath or device after removal. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient recovered and hospitalization was not prolonged as a result of the event. Additional information was requested, but is not available at this time.